Event description:
During follow-up, noise resulting in oversensing due to electromagnetic interference was observed. No intervention was performed. The patient will be monitored and was recommended to avoid the electromagnetic producing activity. The patient was in stable condition and experienced no adverse consequences.